Event description:
Caller states the tested 6.4 inr on the coaguchek s system and 4.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.